Manufacturer narrative:
Event description corrected to identify five (5) devices involved in this event. Additional devices implanted and involved in this event: pxc141200j/13883726, pxl161407j/12268236 and pxc141200j/13904456. Lot: UDI s(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with five gore excluder endoprostheses.

Manufacturer narrative:
Additional device implanted and involved in this event: pla280300j/14067251. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder endoprostheses. Pre-operative images reportedly identified heavily calcified and tortuous bilateral iliac arteries. It was reported that the trunk-ipsilateral leg component was positioned and deployed without issue. Reportedly, during the advancement of a gore dryseal sheath with hydrophilic coating from right side resistance was encountered. Reportedly, the sheath was able to advance only up to the aortic bifurcation. A gore excluder aaa endoprosthesis contralateral leg component was advanced outside of the sheath from the bifurcation, and deployed within the contralateral gate. After all the devices were deployed successfully, an angiography showed a type iii endoleak from the gate. The physician attempted to repair the endoleak by ballooning the gate without success. The physician then elected to implant an additional stent graft within the gate. The 14 fr. Sheath was again advanced from right side; however this time it did not pass the tortuous area distal to the bifurcation of the iliac artery. The sheath was replaced with another gore dryseal sheath with hydrophilic coating, reportedly resistance was again noted during the advancement of the sheath. The patient's blood pressure suddenly dropped to 50mmhg. An angiography revealed rupture of the right external iliac artery. The physician abandoned the endovascular procedure and elected to convert to an open surgical repair. All the devices were explanted, and the vasculature was repaired with a surgical graft. The patient tolerated the procedure.